Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information available to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that a patient was connected to a carescape r860 during transport to the operating room, when a wheel locked up unexpectedly. The patient's endotracheal tube was dislodged and required reintubation. The hospital confirmed there was no harm to the patient as a result of this event.